Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that while they were having an MRI, they experienced a sudden ¿hotness¿ in their back. The patient noted that there was discomfort, so the scan was stopped. It was indicated that the MRI scan was of the patient¿s abdomen. The patient stated that they put the implantable neurostimulator (ins) into MRI mode using their controller. The rep did not have further details about the parameters used to scan. The rep indicated that they would follow up with the patient and the MRI facility. No further complications were reported or anticipated.